Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. (B)(4) evaluation summary: (B)(4): patient alert for out of tolerance subthreshold lead impedance (B)(6) 2013. Daily hv lead trend data shows a spike increase for defib and svc defib= 66 to 132 ohms peak between (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) and rv impedance measurements were high. It was also reported that when checked in office, the svc and rv impedance measurements were varying. Damage to the lead is suspected as the patient is a bodybuilder and the lead was implanted via the subclavian approach. The rv lead will be replaced. No patient complications have been reported as a result of this event.